Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt's daughter reported she received a phone call from her grandmother telling her that her mother was incoherent and required assistance. Daughter stated, she went to her mother's home and her mother stated her whole body hurt and she was slurring her speech. Daughter reported she called the paramedics and they are assisting mother, but they are uncertain how to work the infusion device. Daughter stated she felt as though her mother should not be on an infusion device. Advised her to discuss this with the pt's doctor. During the call, daughter and paramedic told pt she needed to go to the hospital as her "doctor needs to lower the dose. This medicine is too high". Detail will be obtained on follow up. Daughter reported the pt has been acting like this for the past 3 days and she has been falling a lot. On follow up call on (B)(6) 2010, pt's daughter reported the pt received an elevated blood glucose reading the morning of the incident with a reading of 260 mg/dl. Pt's normal blood glucose range is unk. Daughter stated the pt refused to go to the hospital with the ems crew and her blood glucose did lower to 152 mg/dl by 5:00 pm. Daughter reported her mother is on medication and the comment regarding the doctor needing to lower her medication was referring to a particular medication that had been changed in the last month. Daughter stated her mother's infusion device alarm history had been reviewed and the only alerts and errors on the infusion device are low cartridge warnings and empty cartridge error alerts. Daughter reported her mother had received the empty cartridge error alert in the middle of the night. Daughter stated the pt's blood glucose was 100 mg/dl this morning. Daughter reported the pt was taken by ambulance again this morning for a non-diabetes related issue. Daughter stated her mother has been having an issue with her non-diabetes medications. No product return was requested.